Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide an update to field d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reported event occurred due to the following: the subject distal cover was not attached on the device firmly. Stress was applied to the subject distal cover during the intended procedure, such as friction by twisting and/or pushing/pulling the device in the patient¿s body cavity, and interference with mouthpiece, etc. However, the subject device was not returned, and the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use which state: operation - precautions preparation and inspection - attaching accessories to the endoscope. Additional information received: the subject device was inspected prior to use and no abnormalities were noted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the distal cover fell off from the duodenovideoscope and into the patient's stomach in the middle of an endoscopic retrograde cholangiopancreatography (ercp) procedure. The distal cover was retrieved with grasping forceps. There was a 15-minute delay while the patient was under general anesthesia, and the procedure was then completed with another distal cover. The device was checked prior to use and no abnormalities were noted. The distal cover has been discarded. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report has been submitted by the importer under this MDR report number (B)(4). This report is related to the following linked patient identifier: (B)(6).